Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that on (B)(6) 2017, a pacemaker was implanted with the subject lead, implanted in the patient¿s ventricle. On (B)(6) 2017, during the patient¿s follow-up visit, a pacemaker check revealed increase in the ventricular threshold. There were no abnormalities in the r-wave amplitude or the ventricular lead impedance; the measurements were 10 mv and 650 ohms, respectively. Ventricular pacing failure was confirmed when the patient had a deep breath or coughing even with the ventricular output set to 5.0 v/1.0 ms. From this observation, it was suspected that the lead tip of the lead was not securely fixed in the cardiac muscle. Later on the same day, a re-intervention was performed for the purpose of re-fixing the screwvine 58sep. The outcomes of this procedure were as follows: following disconnection from the pacemaker, the screwvine 58sep was tested by a pacing system analyzer; then, no change was shown in the ventricular threshold and ventricular pacing failure was intermittently observed at 5.0 v/1.0 ms. As it was considered that there was no sufficient amount of steroid on the lead anymore because one month had passed since the implantation, the use of the lead was discontinued. After a different lead (vega58) was implanted at a site in the ventricular apex where satisfactory lead measurements were obtained, the procedure was completed. After the procedure, the explanted lead was disposed of at the hospital.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2017, a pacemaker was implanted with the subject lead, implanted in the patient¿s ventricle. On (B)(6) 2017, during the patient¿s follow-up visit, a pacemaker check revealed increase in the ventricular threshold. There were no abnormalities in the r-wave amplitude or the ventricular lead impedance; the measurements were 10 mv and 650 ohms, respectively. Ventricular pacing failure was confirmed when the patient had a deep breath or coughing even with the ventricular output set to 5.0 v/1.0 ms. From this observation, it was suspected that the lead tip of the lead was not securely fixed in the cardiac muscle. Later on the same day, a re-intervention was performed for the purpose of re-fixing the screwvine 58sep. The outcomes of this procedure were as follows: following disconnection from the pacemaker, the screwvine 58sep was tested by a pacing system analyzer; then, no change was shown in the ventricular threshold and ventricular pacing failure was intermittently observed at 5.0 v/1.0 ms. As it was considered that there was no sufficient amount of steroid on the lead anymore because one month had passed since the implantation, the use of the lead was discontinued. After a different lead (vega58) was implanted at a site in the ventricular apex where satisfactory lead measurements were obtained, the procedure was completed. After the procedure, the explanted lead was disposed of at the hospital.